Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. Several penetration sites were observed along the length of the catheter tubing within the range of 58.9cm to 66cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and several leaks were detected at the catheter tubing penetration sites. The evaluation confirms the reported leak on the catheter tubing which appears to have been caused by a sharp object. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #(B)(4).

Event description:
It was reported after 10 hours of intra-aortic balloon(iab) therapy, the console generated a blood detected alarm and blood was found in the tubing. The balloon was removed and replaced with a new balloon to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after 10 hours of intra-aortic balloon(iab) therapy, the console generated a blood detected alarm and blood was found in the tubing. The balloon was removed and replaced with a new balloon to continue therapy. There was no reported injury to the patient.